Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included all functional testing without duplicating the customer's report. The customer's multifuncion cable was not provided as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.